Event description:
User's doctor called to report patient came into ER with diabetic ketoacidosis. Pod was active on patient's body for approx 18 hours, during which over 40 units of insulin were administered. User's bg levels kept elevating to over 500 mg/dl. Cannula kinked upon removal. Patient kept under doctor care until new pod activated and bg readings return to within goal range.

Manufacturer narrative:
The pod was thoroughly evaluated and no evidence of any damage or manufacturing deficiency was found that would have either directly caused or contributed to either insufficient or no insulin delivery. Fluid exited the tip of the cannula when the drive mechanism was actuated. Download data shows the device terminated with hazard alarm "pump expired". The data indicated the pod ran continuously and there were no time-outs, sensor errors, or occlusions. The "pump expired" alarm is generated when the pod has run for its maximum allowable life and must be replaced. No problem found in the returned device. It is unknown why the user experienced high bg levels. The user is instructed in the user guide to periodically check the infusion site and to frequently monitor their bg levels. By following these recommendations, the user would become aware of high bg levels and could use another device or backup therapy if required.